Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited the color tone of the image was not proper (image is magenta or green only) due to damage on charged coupled device unit in endoscope connector. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record revealed that the device was shipped in accordance with the specifications and had no nonconformity at manufacturing. Based on the results of the investigation, it was presumed that the defect may have been caused due to breakage of the image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including the integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. Thus, the device did not satisfy its specifications, confirming the occurrence of the event and a definitive root cause could not be identified. The event can be detected/prevented by following the instructions for use in: chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.